Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the process, after which the error did not reoccur, and the caller successfully started their sensor session.